Event description:
Device 1 of 2: reference MFR number: 1627487-2018-12876. It was reported the patient went to the hospital after experiencing increased warmth and swelling at the incision site and was diagnosed with an infection located at the incision site. The patient's scs system was immediately explanted. No further information available at this time.